Manufacturer narrative:
Concomitant product: cook fusion omni-tome sphincterotome (fs-omni). Cook fusion wire lock (fs-wl-p-s). Investigation evaluation: a product evaluation was not performed in response to this report, because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion ultra short wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion ultra short wire guide. The sphincterotome would not strip easily [difficult exchange] and when they tried to pull it out to do the mini exchange, they [the sphincterotomes] would not come easily and the wire kept being displaced and lost in some cases [lost wire guide access]. There were some difficult strictures so they wasted a lot of time trying to get their position again. The following additional information was received via complaint reporting form: during sphincterotome exchange the tome crocodiled and wire was impossible to exchange. Wire guide access was lost. This happened in three (3) cases one after the other.